Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with amikacin and ciprofloxacin (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was reported as ongoing. Action taken with pd therapy was not reported. No additional information was provided as the reporter declined follow-up.